Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose (bg) level was "low", however specific value was not provided. Reportedly, customer consumed glucose tablets to address their bg and continued using pump for insulin therapy.